Manufacturer narrative:
The complaint unit was not returned to vsi for evaluation. Pictures were received showing the damage to the sheath mid-shaft, not hub as reported. The separated shaft section is shown with a guidewire through it. The separation point on the proximal shaft section looks to be stretched which is consistent with pulling against resistance. However, this could not be confirmed because the device was not evaluated. There was no lot number provided for this complaint. Therefore, no record review could be completed.

Event description:
It was reported that the during a cardiac catheterization the micro puncture kit broke off at the hub during insertion. It was noted that vascular surgeon had to cut down and remove the sheath. No further complications were reported.